Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A peritoneal dialysis (pd) nurse reported to technical support (ts) that a fluid leak occurred during a patient¿s pd treatment. The nurse stated an ¿m31 air detected in cassette¿ alarm occurred prior to discovery of the fluid leak. The alarm reportedly occurred after the patient¿s treatment was completed. The patient was still in the training stages performing their pd treatments at the clinic. The fluid leak was observed when the cassette was removed from the cassette compartment of the liberty select cycler. Fluid was noted on both of the cycler pump heads. No visible damage was identified on the cassette and the cause of the leak was unknown. The ts representative advised the nurse to discontinue use of the cycler and a replacement was ordered for the patient. According to the pd nurse, the clinic likes to train patients on the actual cyclers that they eventually take home to use. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pd nurse stated the replacement cycler was received, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was retained by the pd nurse and was reportedly available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, a leak was traced to the backside of the cassette (on the cassette film). During visual inspection of the device under a microscope, a small hole was identified in the cassette film. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Due to the hole identified on the cassette film and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event. However, a cause for the reported failure could not be determined.